Manufacturer narrative:
Jaarsma, r., pakvis, d., verdonschot, n., biert, j. And van kampen, a. (2004). Rotational malalignment after intramedullary nailing of femoral fractures. J orthop trauma, 18, 403-409. This report is for an unknown femoral nail/unknown quantity/unknown lot. (B)(4) reoperation, rotational malalignment, problems with high-demand activities and limping. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: jaarsma, r., pakvis, d., verdonschot, n., biert, j. And van kampen, a. (2004). Rotational malalignment after intramedullary nailing of femoral fractures. J orthop trauma, 18, 403-409. The authors conducted a cohort study between january 1988 to december 1998 to determine the incidence and implications of rotational malalignment after intramedullary nailing using computed tomography (CT) measurements. The final cohort group consisted of 76 patients, 59 men and 17 women, with a mean age of 28.4 years (range, 15-88 years). Forty six patients were treated with an antegrade reamed arbeidsgesellshaft fur osteosynthesfragen (ao) femoral nail (synthes/mathys, (B)(4)); 30 patients were treated with device of competitor. At final follow-up, four patients had died of causes not related to the accident causing the femoral fracture. Main outcome measures included the following: patients filled out a questionnaire concerning pain, daily activities, and sport; (B)(6) index and harris hip and knee society scores were obtained; physical exams and CT measurements were established. Ao results included: one patient, in the group treated with an ao nail, underwent a reoperation within the first postoperative week for rotational malalignment which was clinically estimated as approximately 50 degrees external malrotation. During reoperation, the nail was exchanged for a new ao nail. Postoperatively, there was no clinical indication of rotational malalignment. Subsequent CT scan at follow-up revealed a six degree external malrotation of the fractured leg. In 22 percent of the patients with an ao reamed femoral nail, a rotational malalignment of greater than or equal to 15 degrees of the affected leg was present. The authors additionally reported that deformities over 15 degrees often caused problems with patients with high-demand activities like running, sports, and climbing stairs; these patients often limped or develop a limp when tired. This report is for an unknown femoral nail. This is report 1 of 1 for (B)(4).